Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02673 and 1627487-2012-02674. The patient has 2 scs systems. It was reported the patient underwent surgery to add a new lead due to new pain she was experiencing. During the procedure, one of the leads allegedly slid out of the anchor. The physician decided to explant the lead and replaced it with two new leads. He also elected to replace the patient's ipg with a smaller model. It was reported that only one percutaneous lead was connected to the explanted ipg. The manufacturer's device registration system showed three leads were part of the patient's system. All three leads are being reported as it is currently undetermined which lead was the affected device.